Event description:
It was reported that during a gastric by pass procedure, when the last clip was fired from the device it stuck on the artery and the device would not open. In trying to remove it the surgeon tore the artery. He then used the stapler he was also using to close the area that was torn. There was no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was nto returned for evaluation.